Event description:
The patient experienced generalized pain. It was also reported that the right ventricular (rv) lead exhibited loss of capture and the right atrial (ra) lead exhibited ffrw oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).